Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: lipid tubing noted to be cracked during change of shift handoff; lipids were stopped and restrung with new tubing; no harm to patient.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing cracking during use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-nov-2022. D4: medical device lot #: 22065643. D4: medical device expiration date: 09jun2025. H4: device manufacture date: 09jun2022. D4: medical device lot #: 22065644. D4: medical device expiration date: 08jun2025. H4: device manufacture date: 08jun2022. D4: medical device lot #: 22065680. D4: medical device expiration date: 09jun2025. H4: device manufacture date: 09jun2022. D4: medical device lot #: 22065597. D4: medical device expiration date: 08jun2025. H4: device manufacture date: 08jun2022. D4: medical device lot #: 22075572. D4: medical device expiration date: 15jul2025. H4: device manufacture date:15jul2022. D4: medical device lot #: 22075039 . D4: medical device expiration date: 16jul2025. H4: device manufacture date:16jul2022. D4: medical device lot #: 22075040. D4: medical device expiration date: 19jul2025. H4: device manufacture date:19jul2022. Investigation summary: a complaint of tubing cracking during use was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint of component damage was not confirmed, however separation was observed. The lower part of the pumping segment had separated from the safety clamp. No damage was observed on the set. An indentation of where the ring retainer had been could be seen on the tubing. No other defects or damages observed. The manufacturing plant was notified of this defect. The sample shows ring mark in the silicone tubing, and this assure that the assembly between the components was correctly performed in manufacturing. Additionally, the customer mentions that the failure mode was found during use, therefore, the root cause is related to the user misloading the pumping segment. Possible lots were determined using smart site ids. DHR was performed with these potential lots. A device history record review for model 2420-0007 lot number 22065643 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065644 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065680 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22065597 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075572 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075040 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: lipid tubing noted to be cracked during change of shift handoff; lipids were stopped and restrung with new tubing; no harm to patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: lipid tubing noted to be cracked during change of shift handoff; lipids were stopped and restrung with new tubing; no harm to patient.